Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The device was fired successfully, however, 2/3 of the staple line did not staple and the remaining 1/3 staples were malformed. The anastomosis was incomplete. The patient was converted to open to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.